Manufacturer narrative:
H.6. Results code 1: 213: a review of the manufacturing records for the device verified the lot met pre-release specifications.

Manufacturer narrative:
According to the gore® dryseal flex introducer sheath instructions for use, adverse events that may occur and / or require intervention include but are not limited to: vascular trauma (i.e., dissection, rupture, perforation, tear, etc.).

Event description:
The following was reported to gore: on an unknown date in (B)(6) 2015, the patient underwent ascending aorta replacement. On (B)(6) 2020, the patient underwent endovascular treatment of an ulcer-like projection (ulp) using a gore® dryseal flex introducer sheath and a gore® tag® conformable thoracic stent graft with active control system. The gore® dryseal flex introducer sheath (22fr) was inserted from the right side. After all stent grafts were implanted successfully and the sheath was removed, during the closure of the right groin site, no pulse of the peripheral artery could be felt. A dissection at the bifurcation of the right iliac artery was observed by angiography. A stent (smart) was implanted from the right common iliac artery to the right external iliac artery. However, the blood flow to the peripheral artery was not improved. A femoral ¿ femoral artery bypass procedure was performed and the blood flow was improved. The procedure was completed and the patient tolerated the procedure. The physician stated below things; there was no severe calcification in the access artery but the patient was elderly, 92 years old and the vessel was sclerotized and brittle. The stent did cover the dissection of the bifurcation of the right iliac artery but there was another entry more distally and the blood flow might have been going into the false lumen from this entry. It is possible that is why the peripheral artery blood flow did not improve.